Event description:
It was reported that the reservoir of a small volume intermate burst while it was being filled with 80 ml of .9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 13, 2015 to march 17, 2015. The device was received for evaluation. Visual inspection revealed a ruptured reservoir. Microscopic inspection revealed markings on the exterior surface of the reservoir near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.